Manufacturer narrative:
On (B)(6) 2017, hollister was provided with additional information indicating this was a full thickness pressure injury. Hollister re-evaluated the incident and determined it to be fileable event based on the additional information received. The hospital also stated that they did not know how often the device was shuttled or if the patients upper lip was assessed during the period the device was in use.

Event description:
It was reported that an anchorfast endotracheal tube holder was applied on (B)(6) 2017. A full thickness pressure injury was noted on the upper lip on (B)(6) 2017. The anchorfast was replaced with cloth ties. Patient expired unrelated to the anchorfast device. The hospital was unable to speak to the frequency of the upper lip assessment or anchorfast shuttle movement in order to minimize potential for pressure injury.